Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. A known good lead was attached to the returned ins and impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The manufacturer representative reported that upon measuring impedances during the procedure, c and 2 was "???" And electrodes 1 and 3 were greater than 4,000 ohms. There was no stimulation. These measurements were present even after cleaning twice. The implantable neurostimulator was changed out and the issue was resolved. No further information was reported.